Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black specs in nose of a patient related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer product investigation lab for further evaluation. The external and internal aspect of the device was evaluated and slight dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and airpath, suggesting a source external to the device. The manufacturer also observed slight black contamination at the blower seal of the blower box, which is consistent with the keratin contamination. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer and no errors was observed. The manufacturer concludes there was no evidence of sound abatement foam degradation, but dust/ dirt contamination were observed and are consistent with being from an external source. Section d8, d9, h2, h3 and h6 was updated in this report. Section d1 brand name and section d4 unique identifier (UDI) was incorrect in previous report, it has been corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.